Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive da vinci products involved with this complaint to perform failure analysis. Both vertical axis motor modules were analyzed and found to have error 23062 upon reviewing logs. Performed troubleshooting and isolated issue with the vertical motor module. Replaced vertical motor module to address reported issue. Performed visual inspection and found no problem related to reported issue. Installed vertical motor module on an internal equipment, fixture, or tool (eft) system and ran calibration successfully. Power cycled several times and vertical motor module functioned as designed with no errors. System testing was unable to replicate the reported issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced vertical motor modules on both surgeon side consoles (ssc) to resolve the issue. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the system displayed a 23062 error, which required disabling the surgeon side console (ssc) ergonomics. An intuitive surgical, inc. (Isi) technical support engineer (tse) conducted a log review and confirmed the presence of the 23062 error originating from the column. There was no report of patient involvement.